Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, the lead was noted as kinked. The rv lead was not implanted, and a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the full lead was returned and analyzed. The analysis indicated that there was an insulation issue observed. The distal conductor was extrinsically distorted. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with tissue on the helix. The outer insulation is twisted at various locations on the lead. The distal conductor is distorted from twisting. If information is provided in the future, a supplemental report will be issued.